Event description:
It was reported that this patient had an emergency procedure to remove the insertable cardiac monitor (icm) device. Boston scientific technical services (ts) received a call from a patient advocate reporting the icm device had to be removed because it was working its way out. The patient advocate reported the patient did not get an infection. Additional information from the boston scientific representative provided there were no new devices implanted and no plans for any at this time. Providing the patient previously had a pacemaker implanted. The boston scientific representative confirmed the icm device is not expected to be returned. There were no additional adverse patient effects reported.